Manufacturer narrative:
The user facility submitted medwatch mw5110096 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during dobutamine infusion 500mg/250ml at a rate 3.6 ml/hr. Four hours after the start of infusion the patient remained bradycardic in the 40s and the pump alarmed "downstream occlusion" . During troubleshooting it was found that the downstream tubing was clamped. When unclamped the patient's heart rate (hr) improved to the 60s. The tubing was clamped for an extended period of time, however, the pump did not alarm for several hours. The patient's hr remained in the 50s to 60s. No additional information is available.

Manufacturer narrative:
During user facility review of keystrokes and server reports it was noted that there were upstream occlusion alarms at 18:27 and 22:06 showing as cleared yet the nurse indicated that no upstream occlusion alarms occurred. Additional information h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. It cannot be definitively determined if a device or user issue contributed to the reported problem. Refer to page 150, appendix d: downstream occlusion, of the spectrum iq operator's manual, 41018v0900, for time to occlusion information. At low flow rates the time to occlusion alarm may be longer than at higher flow rates. Additionally, per the operator's manual "time to downstream occlusion and bolus volume release will generally increase under the following conditions: longer distances to the occlusion point, additional fluid volumetric area (from filters or other components within the IV set length), hotter room temperatures and higher downstream occlusion pressure thresholds or limits." Additionally, there is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.